Event description:
While servicing the device, it was discovered by a philips bench technician that the bezel assembly was damaged and needed to be replaced to return the device to philips' recommended specifications. There was no reported patient or user involvement and no adverse patient/user impact.